Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported their imp lanted neurostimulator (ins) was replaced because the implant wasn't working well or helping them as much and the issue began 2 years after implant or months prior to when their implant was replaced with a competitor's implant in 2018. Patient's hcp told them the implant was bad. Patient couldn't get any mris with the competitor's implant. Patient was having issues with their back. Patient could have an MRI when they had our implant and lead. Hcp told the patient the lead was adhered to their 'skin'. Patient would like to replace the competitor implant with another one of our implants. Agent redirected patient to their hcp to address the issue. Agent made an outbound call and left a voicemail for patient to call back since agent wanted to follow up on who called the patient a while back about getting an implant that was smaller. The pt called back later that day and a rep called them about 6 months ago but they could not recall the rep's name.

Manufacturer narrative:
Correction: coding updated on lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.